Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product code: hrs. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the head of the va lockscr ø2.7 head 2.4 self-tap l56 ta was broken from the shaft. The broken head was received stuck in the plate hole. No other issue was identified. A dimensional inspection for the va lockscr ø2.7 head 2.4 self-tap l56 ta was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ø2.7 head 2.4 self-tap l56 ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from france reports an event as follows: patient operated for supra inter condylar fracture of the right distal humerus. Surgery on (B)(6) 2022 for the implantation of a lateral lecestre plate and osteosynthesis by screwing in the distal part and by classic screwing in the proximal part. Assembly: 1 plate + 2 screw l56 and 1 screw l60. Single suite released on 09 aug 022 on (B)(6) 2022: admission to the emergency room for elbow pain without trauma. Clean scar with no discharge. On (B)(6) 2022 postoperative consultation. The control x-ray showed a secondary displacement at the plate. On 12 sept 2022: removed plate and screws and new osteosynthesis with new 6-hole plate and 5 screws. (B)(6) 2022: surgical revision within 24 hours for secondary haemostasis under general anaesthesia. Discharged on (B)(6) 2022. Deterioration of the health condition. (B)(6) 2022: emergency department admission for elbow oedema and scar sweating. Clinical and biological x-ray check-up indicated an inflammatory syndrome: ablation of one staple out of two. Followed by local care without antibiotic therapy.(B)(6) 2022: post-operative consultation: relatively successful progress, with less swelling in the elbow. The clinical examination revealed a perforation in the upper part of the scar, a rather clear liquid flow. The patient was in good general condition, without fever: total ablation of the sutures, suspension of elbow mobilisation. On (B)(6) 2022: 2 fistulas with high crp - x-ray suggesting osteitis. Rcp criogo on (B)(6) 2022: indication of osteosynthesis of both columns with cleaning associated with broad spectrum antibiotic therapy (linezolide+ piperacilin tazobactam) procedure on (B)(6)2022: products: 2 locked plates: one postero-lateral and one medial. Still hospitalized under antibiotic therapy (linezolide+ piperacilin tazobactam) removed and new surgery. During manufacturer investigation of the returned devices it was identified that the returned 2.7mm locking screw is broken. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 56mm this is report 4 of 4 for (B)(4). This complaint is related to complaints (B)(4).